Manufacturer narrative:
Approximately four months after having a palmaz genesis stent deployed in an actively moving segment in the left renal artery, the stent fractured and dislodged into the aorta where it drifted to the left external iliac artery. The lesion was described as heavily calcified and highly tortuous. Four months after the index procedure, the stent was observed to be fractured under imaging test secondary to suspected restenosis. During angiography with a glidecath angiographic catheter, the stent was dislodged (during manipulation of the glidecath) into the aorta where it drifted to the left external iliac artery and was dilated in place. An 8mm smart control stent was placed in the palmaz genesis stent and post-dilated. The stent was properly attached to the vessel and the procedure was completed. The glidecath angiographic catheter caused the stent dislodgement. There was no thrombosis, flow limitations, or aneurysm noted. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Stent fractures are well-known potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Although rarely reported, stents in renal arteries are not immune to fracture. Current literature suggests that the mobility of the kidney can lead to renal artery stent fracture and accelerated in-stent restenosis. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity, and high rate of stenosis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are possible vessel characteristics, such as high degree of angulation, as well as progression of atherosclerotic renal artery disease that may have contributed to these events. In addition, there are biomechanical forces that can possibly lead to strut fatigue and fracture of the stents. Although restenosis was suspected, it was not confirmed during the actual procedure as there was no thrombosis, flow limitations, or aneurysm noted. The subsequent dislodgment of the stent from the renal artery into the aorta with migration down to the iliac artery was a result of interaction with the guiding catheter and was caused by the operational context of the non-cordis device and is not related to a product quality issue.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within 30 days from receipt.

Event description:
Approximately four months after the procedure, the palmaz genesis stent was fractured and dislodged in the aorta and drifted to the left external iliac artery (eia). The target lesion was the left renal artery. The lesion was described as heavily calcified. Stenosis percentage was unknown. The reference vessel was highly tortuous. The palmaz genesis stent was implanted in the left renal artery by trans-brachial approach. Four months after the index procedure, the stent was observed to be fractured under imaging test. During angiography with a glidecath angiographic catheter, the stent became dislodged in the aorta and drifted to the left external iliac artery. By femoral approach, the stent was dilated with a 6mm jackal balloon catheter at this place. An 8mm smart control stent was placed in the palmaz genesis stent and post-dilated with the jackal balloon catheter. The stent was properly attached to the vessel and the procedure was completed. It was unknown if the stent was post-dilated. The residual stenosis was unknown. The stent was placed in an actively moving segment in the artery. It was unknown if ivus was done after initial stent placement. The reason for performing the angiography procedure was restenosis was suspected and a stent fracture was observed under the CT. The glidecath angiographic catheter caused the stent dislodgement. The fractured stent was completely separated. There was no thrombosis, flow limitations, or aneurysm. The fractured stent was post-dilated in the left eia by the jackal balloon catheter (6mmx2cm). Then the smart control (8mmx4cm) was placed in the fractured stent and was post-dilated to attach to the vessel properly. There was no patient injury. The current status of the patient was stable. No procedural films were available.